Event description:
Segments were missing on the meter and the meter did not power on. The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The meter would not power on and the pt did not know when the last time she was able to test on the meter. The meter is not a new product (out of box). She did not experience any symptoms at the time of trying to use the meter. The pt visited the physician and was advised to replace the battery on the meter. The pt also mentioned that segments were missing on the meter. Customer care agent (cca) had the meter press the power button and the meter powered on. Cca sent the pt a replacement meter.